Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Adulterated fill: do not use adulterated fill. Expanders are to be filled only with sterile saline for injection, and only as described in instructions for use. Allergan can neither predict, nor warrant, the safety of intraluminal introduction of any adulterated fill, including, but not limited to, anesthetic, steroid, and antibiotic solutions.

Event description:
Patient reported unknown side "tissue expander was inserted and it looks like it as deflated. There is no saline in it yet, there was just air put in." Device remains implanted.